Event description:
It was reported that nonsustained lead noise due to intermittent oversensing on the ventricular sense amp channel was observed on egms. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient presented to the ER after experiencing a syncopal episode.